Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, a gap screw broke while putting into a tritanium revision cup. He didn't feel he did this at a steep angle and was surprised. Another identical device was immediately available for use.